Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic extended right hemi colectomy, when transacting the bowel, there was poor staple formation, the staple was not holding. Resection and re-stapling was done to fixed the staple line. The device was replaced to complete the surgery.